Event description:
The drill was returned for evaluation and repair with report of ¿heating up¿. There was no patient involvement and no report of injury to the user testing the device.

Manufacturer narrative:
(B)(4): the device was returned for evaluation and repair. Temperature testing confirmed the reported complaint for the drill ¿heating up,¿ with temperatures measured 161 degrees at the nose, 182 degrees at the middle of handpiece, and 159 degrees at the rear end of the handpiece. The repair technician found corroded nose bearings. The drill was repaired, tested to specifications, and returned to the customer. (B)(4).